Event description:
A medtronic representative reported that during a spinal fusion procedure, the surgeon discovered a stripped screw on a spine clamp instrument. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system and continued with the use of the c-arm. There was no known impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
The site found a spare spine clamp instrument to use and has decided not to order a replacement at this time. No parts have been received by the manufacturer for analysis.